Event description:
The customer reported to beckman coulter that the coulter lh 750 hematology analyzer instrument was leaking liquid around the right side of the instrument and some fell on the floor. The operator was wearing personal protective equipment at the time of the event. No erroneous results were generated. There were no injuries or exposures to any laboratory personnel. A beckman coulter field service engineer was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter inc. Field service engineer (fse) visited the site and evaluated the system. The customer previously replaced cut tubing on pinch valve pv53b (normally open) and the fse replaced the normally closed tubing. Replacement of the tubing rectified the issue. Service activity performed was verified to meet the specified requirements per established procedures. (B)(4).